Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: a review of the pump¿s black box showed daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump history showed the pump was delivering programmed basal rate until deliveries were halted by the user at 4:00 pm on 11-sep-2019. No evidence of delivery malfunctions was observed. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue.